Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. It was stated that they are unable to exit the "preparing to prime" loop. The blood glucose reading was unknown. The customer took a shot for their blood glucose readings. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.